Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the device was clean and did not appear to have been used. Functionally, the ewc length was measured using a calibrated ruler and was found to be within specification. The ewc coil continuity was checked using a breakout box and calibrated digital multimeter, and the results were acceptable. The ewc sensor wire was checked for shorts and there were no shorts found. The lg length was measured using a calibrated ruler and was found to be within specification. The lg continuity was checked with a breakout board and the results were acceptable. The extended working channel eeprom was checked using a diagnostic software. It was reported that there was a connectivity/registration issues. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (lot number), d9, g3, h6 correction: h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the patient had a deviated trachea, in automatic registration there was an error of navigation catheter disconnected. Only the right side of the lung registered, while the left side did not. The procedure was initially ended, and manual registration was performed. However, upon restarting, automatic registration still failed, and not enough check marks could be obtained to proceed with the procedure. The physician was unable to complete the superdimension portion of the case, but the case was completed by other means. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.